Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no anomaly. Analysis of the lead, lot # l98579 found the lead conductor was broken at the anchor site and the proximal end conductor was broken.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l95879, implanted: (B)(6) 2003, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported there was a high impedance issue. Impedance tests were done several months prior to this report and found that several electrodes were out of range. The patient did not have optimal stimulation coverage. The patient was receiving less than 50% therapy relief. The device was explanted and a new device was implanted. Additional information received reported that after the patient¿s revision, they were in so much surgical pain that they could not tell how much the stimulation was helping. Additional information received reported a follow up appointment had not yet been made. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported the patient had a ¿redo¿ of the stimulator. It was noted the stimulator had not been turned on yet. It was reported the ¿redo¿ was performed due to a normal stimulator depletion and a ¿dead¿ lead. It was noted the patient had stopped getting coverage.

Manufacturer narrative:
(B)(4).